Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Corrected data: the patient weight has been updated. The h6 codes have been updated to reflect the additional information.

Event description:
It was reported that the patient underwent surgical intervention in (B)(6) 2020 wherein the scs lead was explanted and replaced. During the procedure, it was noticed that the device was fractured at the anchor site.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient has ineffective therapy due to high impedances on all contacts on their scs paddle lead. Live fluoro taken during a surgery at the scs ipg site revealed no visible fractures. In turn, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
A patient experiencing ineffective therapy due to high impedance was reported to abbott. The patient¿s lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.